Manufacturer narrative:
Additional narrative: (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the control unit on the electric pen drive device was not functioning and defective. It was also noted that the ecu was faulty and water stains were found on the motor surface. It was noted that test for direction of rotation, function with test hand switch, function with foot pedal, power with test bench have failed in pre-repair diagnostics. It was noted on the service order that the device did not work when connected to console. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.